Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment issue occurred. The 75% in-stent restenosed target lesion was located in the mildly tortuous and mildly calcified left circumflex artery. After a 2.25mm semi-compliant balloon was advanced for dilatation, an optical coherence tomography (oct) was performed and good indentation was observed. Then a 16 x 2.50 promus premier¿ stent was deployed, however, malapposition was noted at the proximal edge of the stent as shown in oct. Hence, the physician advanced the 12mm x 2.50mm nc quantum apex¿ balloon catheter for post dilatation but the device came into contact with the proximal edge of the stent and was unable to cross the lesion even after several attempts. The procedure was completed with a non bsc balloon catheter. No patient complications were reported and the patient's condition was good.